Manufacturer narrative:
Correction in d: product brand name was corrected from accu-chek guide in accu-chek instant.

Manufacturer narrative:
Correction to d4 - catalog # and d4 - unique identifier (UDI) #

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (b)6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 29 mg/dl (system 1) and 210 mg/dl (system 2).